Manufacturer narrative:
(B)(4). Concomitant products: dil cath: nc sprinter 2.0x12, 2.75x12; guide wire: prowater, bmw; guide cath: ebu 3.75; sheath: 6fr. Other: intravascular ultrasound. The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two graftmasters referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that the patient presented experiencing a myocardial infarction. A pilot 200 guide wire was in place in the diagonal branch during a kissing balloon technique. After balloon inflation, one of the balloon catheters and the guide wire appeared to be extravascular and a perforation was observed. The patient developed progressive hypotension and a pericardial effusion with evidence of a tamponade. An emergent periocardiocentesis was performed. A 2.8x19 mm graftmaster stent was then implanted, but leaking was observed at the edge of the stent; therefore, the 3.5x16 mm graftmaster stent was deployed covering the entire stented segment. Angiography showed a small persistent leak. 30 minutes later angiography was performed again and the leak had improved; however, was still persistent. The patient was taken to the intensive care unit for further observation. No additional information was provided.

Event description:
Additional information: review of the procedure notes also found that the graftmasters in this case were deployed at 18 atmospheres, which is above rated burst pressure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect vessel trauma is listed in the hi-torque pilot instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.